Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the handle for percutaneous threaded drill guides does not firmly secure the threaded drill guides. It appears that the threads are damaged on the handle. No surgical delay reported. The procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown threaded drill guides (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.120.022, lot: 1746238, manufacturing site: hägendorf, release to warehouse date: 09.oct.2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the handle for percutaneous threaded drill guides (p/n: 03.120.022, lot number: 1746238) was received at us customer quality (cq). Visual inspection of the complaint device showed the threads on the tip are stripped (damaged), causing the device to be unable to assemble to mating devices. Functional test: a functional assessment was unable to be performed since a mating device was not returned. However, given the received condition of the device, the condition can be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threads are stripped, causing the unable to assemble complaint condition. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.